Event description:
It was reported the customer experienced an elevated blood glucose (bg) level displayed as high; cause was due to touchscreen was cracked/shattered. Reportedly, customer could still interact with the pump; however, pump display was partially visible. Customer administered a manual injection to address bg level. Customer reverted to manual injections for insulin therapy.